Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the e-sep pen sparked and caught on the drape and the drape caught on fire. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.